Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed two openings at the hardware site which became infected. The surgeon tried antibiotics but the patient wanted to remove the entire system due to the infection.